Manufacturer narrative:
On march 21, 2023, the mentor failure analysis lab received the device for evaluation. On march 28, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 600cc breast implant was found to have a crease/fold and a tear on the posterior view, measuring approximately 3 cm. Leak testing was performed, in accordance with mentor procedures, and no additional tears were detected during the analysis. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation . Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old female patient underwent unspecified breast surgery with 600cc mentor smooth round moderate plus profile and experienced breast implant deflation on her right side; diagnosed in the office. The patient has consulted with the healthcare professional. The patient underwent bilateral removal of saline implants with subtotal capsulectomies and placement of bilateral saline implants in the subglandular position with bilateral vertical mastopexies on (B)(6) 2023. Mentor is aware that the date of implant ((B)(6) 2009) is prior to the manufacturing date (february 17, 2009) of reported lot number 5887319. The exact date of implant was not received. Only year was provided upon follow ups. If additional information becomes available, it will be updated and supplemental report will be submitted.